Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced, and another lead was added to treat the patients upper extremity pain. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.